Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in 2008. The lens was explanted on approx a month later, due to inadequate vaulting. The lens was exchanged for a longer lens.